Manufacturer narrative:
Event description and health impact grid updated due to new information.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is unable to charge. Information obtained within good faith effort response indicated no physical damage was observed on the device or charging cable and the device was not docked in a smart mount at the time of the event. The device was not in use on a patient at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is unable to charge. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.